Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that when balloon failed to optimize wall apposition, a second pipeline was used to optimize wall apposition. Site has been queried to clarify if both pipeline's were implanted. Patient relevant medical history includes current smoker, thrombi on (B)(6) 2021, acute hydrocephalus on (B)(6) 2020, infection of external ventricular derivation on (B)(6) 2020. No symptoms were reported. It was reported that it was verified both pipelines were used, 2 pipelines were implanted. The lot number for the second device was unknown. It was unknown if there was an additional issue with the pipeline. It was unknown if the balloon was a medtronic device. Additional information received reported that the second pipeline was implanted due to incorrect sizing of the first pipeline, and to optimize wall apposition as the first stent did not achieve full apposition due to "angulation of artery." Additional information received reported that the patient was undergoing treatment for a saccular, sidewall aneurysm located in the c6 segment of the left ica. The max diameter was 7.1mm, the dome height was 3.4mm, the dome width was 6.4mm, and the neck size was 5.4mm.